Event description:
It was reported by the sales rep that two staplers were used during a laparoscopic gastric bypass. The first device performed only a partial firing. The second device did not form staples. Device was reloaded and fired without further incidents. There was no consequence to the patient.